Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm on the needle with the incident lot was observed. Evaluation/testing of the customer samples was performed and fm on the needle was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered on needle tip with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from japanese to english: black burr like fm was on the needle tip.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on needle tip with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, translated from (B)(6) to english: black burr like fm was on the needle tip.